Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that on an unreported date, the patient recovered from recurrent peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. There is no report of hospitalization. From the day of peritonitis diagnosis, the patient was treated with meropenem injection (1gm, once daily, intraperitoneal, ongoing) and vancomycin injection (2gm, every 4 days, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was not recovered from the events. Pd therapy is ongoing. No additional information is available.